Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and provide the completed investigation results. One 6fr angioseal vip was returned for evaluation. The device was returned with the carrier tube mated with the hemostasis sheath and in the full rear lock position. The anchor and the collagen were not returned and the suture was cut below the black compaction marker. There were no outward signs of damage or deformation noted on the device. The carrier tube was removed from hemostasis sheath and no anomalies were noted and the bypass tube was noted to be mated as intended with the hemostasis hub valve. The carrier tube hub was removed and the spool was examined under microscope and revealed no turns of suture were left within the spool and there was no damage noted. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the cardiologist attempted to deploy a 6fr vip in the femoral artery. The femoral sheath was exchanged for angio-seal sheath with no problem. The physician positioned the angio-seal appropriately identifying blood return from the locator. The physician pulled back, double-clicked, and deployed the foot anchor successfully. Then when attempting to ''pull back'' to deploy the collagen and tamp down, the device would not pull back (so basically the anchor was deployed but the physician couldn't move past that step). A vascular surgeon was called to the room and was willing to pull ''much'' harder and ultimately the device deployed correctly. The collagen was tamped and the suture was cut. The patient showed no signs of any adverse events and was ultimately discharged as an outpatient. The physician felt something was malfunctioning due to the resistance he felt when attempting to pull back, and was unwilling to pull any harder. The patient was reported to be normal and was successfully discharged. The procedure outcome was reported to be a success. Additional information was received on november 13, 2018. The procedure being performed was a 5fr coronary diagnostic.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.